Event description:
During the insertion of a PICC line; the device sheared. The staff just removed the device and used a different one without problems. Dates of use: (B)(6) 2011. Reason for use: occlusion of right subclavian with multiple collateral.